Event description:
It was reported that the patient underwent replacement procedure for unknown reason. The patient is doing well and stable postoperatively. The explanted device will not be returned as it was kept by the facility. Additional information was received that the patient had difficulty charging the implantable pulse generator (ipg).

Event description:
It was reported that the patient underwent replacement procedure for unknown reason. The patient is doing well and stable postoperatively. The explanted device will not be returned as it was kept by the facility. Additional information was received that the patient had difficulty charging the implantable pulse generator (ipg).

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well and stable postoperatively. The explanted device will not be returned.